Event description:
Meter name: one touch ii, strip name: one touch, meter code: 7, strip code: 7, strip storage: good condition. Symptoms: dizziness. A pt reported they were hospitalized. Their meter allegedly was inaccurately erratic. The result on their meter were 78, 227, and 164mg/dl. The result on the hospital's meter was unk. The time difference between pt's meter and hospital's meter was unk. Treatment was unk. No further info has been reported.